Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during device usage in a rectal cancer, the bowel could not be closed due to the device failure. The device was not able to fire. Surgeon replaced the device to resolve the issue. No patient injury.